Event description:
It was reported that the ilet user experienced difficulty preparing and deploying teflon infusion sets, including trouble peeling the adhesive backing, inadvertent detachment of the infusion site from the introducer needle, and the applicator sticking and removing the site upon withdrawal. No reported symptoms, injury, or adverse clinical effects. Outcomes included user inconvenience and inability to properly place an infusion set. Investigation included complaint intake review and user education and troubleshooting regarding infusion set handling and application technique. Investigation of this case revealed challenges consistent with user dexterity and strength limitations leading to improper deployment and unintentional site removal, aligning with infusion set application difficulties and associated components of the adhesive and applicator. It was concluded, based on previously established findings for similar reports, that the cause was user technique challenges related to physical handling limitations.